Event description:
Per the clinic, the patient experienced poor healing, leading to an infection, a skin breakdown, wound dehiscence, bleeding from the implant wound site and an exposure of the ground electrode behind the ear. Subsequently, the patient was treated with topical antibiotic twice daily and oral antibiotic (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2022 for a revision surgery of wound cleaning and closure. The implanted device remains.